Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a loss of stimulation in (B) (6) 2010. The lead was investigated and the electrodes gave high impedance values, but not infinite. The patient was unable to feel any stimulation even at highest possible settings. The battery indicated it was almost exhausted. The battery was reported (B) (6) 2010. The patient was still unable to feel any stimulation even at highest possible settings. Impedances values showed some, but very low current flow. The patient underwent a lead revision. Impedance check at time of surgery for the lead revision indicated lead damage. The surgeon replaced the lead. Strong stimulation resumed using new lead. The patient recovered without sequela.